Event description:
It was reported that during an laparoscopic cholecystectomy procedure, when the surgeon fired the clip applier, it worked for the first firing and then jammed when loading the clip for the second firing. The device then would not open. The device was not on tissue when it became jammed. They used a second device to complete the case.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clip. Eval summary - the analysis results found that the el5ml device was received in good visual condition, with the jaws closed and with a malformed clip present. The jaws were manually opened and the clip was analyzed, however no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.